Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to peritonitis. The breach was not further specified. The patient was not hospitalized for the event. On the same day as onset the patient was treated with cefepime (1 gram, once a day, route not reported) and vancomycin (1 gram, once in 4 days, and route not reported) for the event of peritonitis. Treatment was ongoing. The patient's recovery status was unknown. Dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.